Event description:
The user facility reported a 72-year-old male undergoing coronary artery bypass grafting was implanted with an impella 5.5 device for mechanical circulatory support post procedure. On day three of the support the oozing from the site prompted intervention. The team placed a jp drain and were giving one unit of blood/every 12 hours. The team has not explanted the pump but, anticoagulation is being monitored.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the patient's hemorrhage/bleeding has been completed. The cause of the access site bleeding cannot be determined since the complaint device not returned for investigation and insufficient clinical details were provided.